Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a system leak affecting all modes of ventilation. The breathing system was cleaned and re-seated. The unit was returned to service. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The ge healthcare service representative reported the unit was unable to ventilate in mechanical mode. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the unit had a leak of 1.5lpm and not a complete loss of ventilation. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. Additional information was received that the unit had a leak of 1.5lpm and not a complete loss of ventilation. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow.